Event description:
Customer reported that during a case the 9800 system would fluoro (2x), but with no beep then it was unable to fluoro again. System was rebooted and the case was finished with no additional problems.

Manufacturer narrative:
A ge service representative performed an on site investigation and was unable to duplicate the reported problem. No related errors found in the log files. System is operational.